Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft was found outside of the main body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Manufacturer narrative:
Visual inspection confirmed that the spindle cap was completely detached from the implant body. A labeling review of 92479821-02 and 92479820-02 was performed and it did not reveal any anomalies as it states: do not force deployment or implant breakage or damage to bony structures may result. The reported allegation of the implant braking was confirmed. Visual inspection confirmed that the spindle cap was completely detached from the implant body. The damage was sufficient to prevent functional testing. Therefore, the probable cause selected is unintended use error caused or contributed to event. The damage to implant indicates failure was due to deployment against resistance.